Manufacturer narrative:
The recipient reportedly experienced sound quality issues. Programming adjustments were made, however, the issue did not resolve. The recipient was reimplanted with another cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient's device was reportable explanted. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: section b.3. Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed prior to receipt. In addition, a dent in the bottom cover and cut silastic were also found. These are believed to have occured during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some electrical tests from being performed. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. The failure of this device was confirmed, however, due to intermittency in the circuit the root cause of the failure was unable to be determined. After the residual gas analysis, the device recovered and the failure was unable to be reproduced. Since failure analysis could not recreate the failure for a significant length of time to determine the root cause of the problem, no corrective action can be implemented. Advanced bionics will continue to monitor for failure modes of this type and will implement corrective action if necessary. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.